Manufacturer narrative:
D4: corrected serial number.

Manufacturer narrative:
Additional information was received and noted the following: the patient was very sick and also recently received a durable left ventricular assist device. All standard troubleshooting measures were done to optimize preload, afterload, and minimize complications with hemolysis. Of further note, information indicated the product is unavailable for return. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old female with a history of cardiac sarcoidosis and non-ischemic cardiomyopathy underwent implantation of a durable left ventricular assist device (lvad). Her postoperative course was complicated by severe right ventricular failure and renal failure, requiring initiation of continuous renal replacement therapy (crrt). Despite high doses of multiple vasopressors, the patient remained in persistent right ventricular cardiogenic shock. A multidisciplinary heart team elected to implant an impella rp flex to provide temporary right-sided mechanical circulatory support. The impella rp flex was successfully implanted and set to p-9, which resulted in improvement in lvad flows, consistent with enhanced right ventricular support. Given her diagnosis of heparin-induced thrombocytopenia (hit), systemic anticoagulation was transitioned to bivalirudin, and sodium bicarbonate was used in the impella purge solution. On the day following impella rp flex implantation, the patient developed an elevated lactate dehydrogenase (ldh) level, raising concern for possible hemolysis. In response, the care team elected to reduce the device p-level from p-9 to p-7 while maintaining systemic and purge anticoagulation per protocol. The patient remained on impella rp flex support for 5 days while continuing to require crrt, vasopressors, and mechanical circulatory support via lvad. Despite device support and ongoing critical care, her overall condition remained poor. After discussion with the medical team, the family elected to withdraw support based on the patient¿s critical and worsening clinical status. Comfort-focused measures were initiated, and mechanical circulatory support was discontinued.